Manufacturer narrative:
A ge service representative performed an onsite investigation. The 250 vac power plug was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to power up and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.